Manufacturer narrative:
Follow-up received on 24-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report was received from an attorney on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe lower abdominal pain, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this present case, around one month after the implant procedure, consumer began to experience severe lower abdominal pain. Considering the nature of the event and the positive temporal relationship, causality cannot be excluded. This case was regarded as incident, since device removal will be required. Other non-serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 29-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2008 for permanent birth control. Shortly before her essure procedure, plaintiff consulted with her healthcare provider to discuss permanent forms of birth control. Her doctor recommended the essure device/procedure as an alternative to tubal ligation, stating that essure was an easier procedure, was less invasive, involved a much shorter recovery time than tubal ligation, and was very effective at preventing pregnancy or words to that effect. She relied on the benefits and risks as relayed by her healthcare provider in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6) 2008, she underwent the essure procedure. On or about (B)(6) 2008, she began suffering from depression, migraines, severe lower abdominal pain, severe sharp back pain, right flank pain, abnormal prolonged menses and cramping. While seeking medical attention for these complications, and attempting to ascertain their cause, none of her doctors connected these symptoms to the essure device at the time of her treatment. On or about (B)(6) 2015, plaintiff learned information from other women online who had similar symptoms to her after being implanted with the essure. After learning that the essure coils causing similar symptoms in other women, plaintiff visited her healthcare provider to explore her options to have the coils removed. She plans to have her essure device removed as a definitive solution to the pain and suffering. In addition, it was informed that the physical pain and emotional anguish that plaintiff suffered as a result of the coils is a direct and proximate result of the failure to disseminate accurate information regarding the safety profile of the product. Company causality comment: this spontaneous case report was received from an attorney on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe lower abdominal pain, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this present case, around one month after the implant procedure, consumer began to experience severe lower abdominal pain. Considering the nature of the event and the positive temporal relationship, causality cannot be excluded. This case was regarded as incident, since device removal will be required. Other non-serious event was reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/lower stomach pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding genital and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(4)2008, the patient had essure inserted. In october 2008, the patient experienced abdominal pain lower (seriousness criterion medically significant), back pain ("severe sharp back pain"), flank pain ("right flank pain") and abdominal pain ("cramping/abdominal pain"). On(B)(4)2009, 1 year after insertion of essure, the patient experienced migraine ("migraines"), menorrhagia ("abnormal prolonged menses/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), headache ("headaches/head pain"), dizziness ("neurological conditions or problems type: dizziness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pain") and weight fluctuation ("weight fluctuation:gain and loss"). On (B)(4)2009, the patient experienced depression ("depression"). On an unknown date, the patient experienced arthralgia ("hip pain") and pain in extremity ("right arm pain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, depression, migraine, back pain, flank pain, menorrhagia, abdominal pain, vaginal haemorrhage, headache, dizziness, dysmenorrhoea, dyspareunia, pelvic pain, arthralgia, pain in extremity and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, flank pain, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50 kg/sqm. Hysterosalpingogram - on (B)(4)2008: unsure/successful most recent follow-up information incorporated above includes: on (B)(4)2018: plantiff fact sheet received. Events extracted per pfs: abnormal bleeding (vaginal), headaches, neurological conditions or problems type: dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight fluctuation: gain and loss, hip pain, right arm pain. Concomitant disease, concomitant drug, lab tests added.as the essure coils had not been removed and no planned removal was reported, the incidente cathegory was donwgraded from incident to other event. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.